Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "failure 403:317:971:0000". This condition has the potential to cause an interruption of delivery. This condition was found in the general pt ward. It is unknown when this event occurred. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is colleague 2006(5.09.90).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed but not reproduced during evaluation. The assignable cause was not determined. The u65 software was replaced as a precaution. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.